Manufacturer narrative:
A partial lead with the distal tip measuring 53.6 cm was returned for analysis. Externalized conductors due internal insulation abrasion were noted at 11.2-13.8 cm from the distal tip. One rv cable etfe coating and ptfe liner was damaged exposing the inner coil, consistent with occurring at time of explant. Internal insulation abrasion was noted at 7.7-8.3 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 15.0-15.8 cm from the distal tip. The rv cable etfe coating was intact, and the inner coil was exposed at this location. External insulation abrasions were noted at 44.3-44.6 cm, 44.9-45.1 cm, 49.1-49.3 cm, and 49.5-49.7 from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc shock coil at 20.6-21.0 cm from the distal tip. One rv cable etfe coating was abraded at this location. Internal insulation abrasion was noted under the svc shock coil at 21.3-21.4 cm from the distal tip. The rv cable etfe coating was abraded at this location.

Event description:
It was reported that patient presented to the hospital after receiving multiple shocks due to noise on the rv lead. Previous episodes of noise were seen and lead replacement was recommended however patient declined. Patient presented the following day for lead replacement. During lead explant physician noted externalized conductors. The lead was explanted and replaced. Patient is stable before, during and post procedure.